Event description:
It was reported that the gastrointestinal videoscope exhibited a rust-like foreign substance in the air/water cylinder. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6 "type of investigation" code from "4114 - device not returned" to "10 - testing of actual/suspected device". This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed to be rust and silicon fluoride grease through component analysis. It is likely that the rust entered the water feeding tank got stuck and adhered in the air/water cylinder by the air/water valve packing, or that the cylinder was left for a long time without being dried well. However, a definitive root cause of why the foreign material remained in the air/water cylinder could not be determined. The inspection method for the suggested event can be found in the following instruction manual: (disinfection/cleaning/sterilization section) ¿chapter 5, endoscope reprocessing, 5.5 manually cleaning the endoscope and accessories, flush the air/water channel with detergent solution.¿ olympus will continue to monitor field performance for this device.